Event description:
Intermittent capture one week post-implant; patient symptomatic. Returned with oos form.

Event description:
Intermittent capture one week post-implant; patient symptomatic. Returned with oos form.